Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary d ysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient stated that the infection was located where the leads were implanted and not where the ins was implanted. Patient stated infection had cleared up, but patient had been left with migrating pain. Patient said they thought the pain was from the antibiotics the patient was taking. Patient reported they were off the antibiotics and the pain was getting worse. Patient confirmed it was a staph infection. Patient reported pain was migrating, it started in patient¿s pelvic area and moved down through hips, tailbone, down their legs and now it had settled in the patient¿s right public bone and the inside of patient¿s right butt cheek. Patient reported pain was radiating down patient¿s leg and patient¿s foot and leg were tingling. Patient stated the pain was getting worse and concentrated in one spot. Patient reported the pain was almost like a shocking pain, like a deep pain that came in waves. Patient reported that hcp recommended patient turn ins on but kept stimulation at a low setting. Patient turned stim on low setting, but patient¿s pain got worse, so patient turned ins off. Patient inquired if the leads might have moved, patient was advised to follow up with the he althcare professional regarding that. No further symptoms or complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are. Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: lead product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 crts (B)(4) (con): information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient stated that the infection was located where the leads were implanted and not where the ins was implanted. Patient stated infection had cleared up, but patient had been left with migrating pain. Patient said they thought the pain was from the antibiotics the patient was taking. Patient reported they were off the antibiotics and the pain was getting worse. Patient confirmed it was a (B)(6). Patient reported pain was migrating, it started in patient¿s pelvic area and moved down through hips, tailbone, down their legs and now it had settled in the patient¿s right public bone and the inside of patient¿s right butt cheek. Patient reported pain was radiating down patient¿s leg and patient¿s foot and leg were tingling. Patient stated the pain was getting worse and concentrated in one spot. Patient reported the pain was almost like a shocking pain, like a deep pain that came in waves. Patient reported that hcp recommended patient turn ins on but kept stimulation at a low setting. Patient turned stim on low setting, but patient¿s pain got worse, so patient turned ins off. Patient inquired if the leads might have moved, patient was advised to follow up with the he althcare professional regarding that. No further symptoms or complications reported/anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1l3my, implanted: (B)(6) 2017, product type: lead; section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2021-10-18, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): when asked to clarify the auto-immune problems the hcp explained the patient was having joint pain and a low grade temperature. The patient was found positive for ana (antinuclear antibody) test and a work-up was inconclusive. When asked result of tests, the hcp stated patient was being referred to (B)(6), and the patient just called hoping there might be some chance it was related to the device. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative via a healthcare provider (hcp) indicating that they had been asked by the patient to find out if there were any cases of the body rejecting the implant. The hcp noted the patient had an infection over the implant site, it cleared up, but the patient had been having some questionable auto-immune problems. The patient would be having further work-up but thought they should see if it was possible. The patient initially reported pain in (B)(6) 2018 and they still had pain. No further complications were reported.